Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer air dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The customer was asked to return a zimmer air dermatome serial number (B)(6); however, at the time of the investigation, the product has yet to be returned for evaluation. As such, no evaluation or repair can be reviewed as part of the investigation into the reported event. At the time of the investigation, the product has yet to be returned for evaluation or repair. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action. H3 other text : device not returned

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that a zimmer air dermatome harvest was thicker than the thickness set up with the knob. Procedure was delayed for 1 hour while the patient was under anesthesia. No additional consequences have been reported as a result of this malfunction.